Event description:
It was reported that the medtronic (mdt) rep called with patient present in clinic. Rep states the patient is intermittently experiencing heating of the recharger, as well as increased duration in charge times while charging their implant (ins). Rep states the patient does not have their recharger with them at the time of call. Patient was heard in the background stating that they would get "full signal" while recharging and then the controller would shut off and they would have to reset it. Technical services (ts) sent email to rep to reply with the patient's serial number, after which, an email will be sent to repair to replace the recharger. Rep states this began for the patient last thursday. Patient stated their recharger isn't charging well in that it it will be "good" and then about 30 seconds later say it's not charging even though they haven't moved it. Rep states he did not try adjusting the charge sp eed. Patient stated they would reset it (ts understood this as restarting the charge, as patient later said the controller showed excellent charge and 30 seconds later they would restart. This went on for over 4 hours, the controller would go dead and the ins would show 70% charge. Email sent to repair to replace the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, serial: (B)(6), product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger h3. Analysis was performed on [serial/lot #: (B)(6)] analysis found that the complaint was unverified, rtm never got hot after running it for 10 mins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.